Event description:
The customer was being lifted into bed from a wheelchair when the upper left hook on the lift allegedly came loose, and the consumer to fell out of the sling onto the floor and sustain a c2 fracture.

Manufacturer narrative:
MFR received info stating that during a transfer of a pt, a hook was loose, and the user allegedly fell out of their sling and sustained a fracture. Nature of complaint suggests a potential transfer error. User guides are clear in instructing as to the proper and safe use of the product. Device has been in service for 11 yrs. Device service and maintenance history are unk at this time. Additional info from user's facility indicates user has since passed, and MFR was advised from the facility that the passing was not attributed to the incident. MDR filed based on alleged serious injury.